Event description:
It was reported that the user experienced an occlusion alert on an ilet system with an infusion set and sought guidance on how to return to a prior screen to rewind with an elevated blood glucose of 320 mg/dl. The issue with the alert resolved only after performing a supply change. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion, which was corrected by replacing disposable supplies associated with the infusion set pathway. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to disposable supply or infusion path issues.